Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service ctr, an issue related to the active exhalation control module was observed. The device's active exhalation control module will be replaced to address the issue. Device has been evaluated but not repaired, pending customer approval of the estimate.